Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of "drainage" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: drainage.

Event description:
Patient representative reported "leakage of fluid from the breast,¿ ¿swelling,¿ ¿fears [patient] will again develop cancer,¿ ¿endured continuous emotional distress,¿ ¿increased risk of developing bia-alcl,¿ ¿pain," "discomfort¿, ¿soreness,¿, and the device was implanted longer than indicated in device labeling. Patient representative also reported ¿suffering,¿ this is not device related. Device has been explanted. This record is for the left side.